Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt351416: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Pre-operative imaging revealed a maximum aneurysm diameter of 61 mm. On (B)(6) 2014, computed tomography angiography (cta) imaging revealed a type ii endoleak from the lumbar arteries. Between (B)(6) 2014, and (B)(6) 2015, cta imaging confirmed a maximum aneurysm diameter increase of 10 mm as 48 and 58 mm were measured at those time points with an ongoing type ii endoleak. On (B)(6) 2015, the type ii endoleak was embolized. On (B)(6) 2016, again a type ii endoleak was noted and it was decided to surveil the patient. The endoleak was reported resolved on (B)(6) 2017.